Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was fractured during their internal pulse generator (ipg) replacement surgery. The physician bent the lead while trying to insert it into the ipg head and all contacts but one had high impedance. The patient underwent a surgical procedure in which their lead was explanted and replaced.